Event description:
Event description cpi received information that this bipolar lead was removed from service due to insulation break at the clavicle. The patient was experiencing intermittent capture and inappropriate pacing.